Event description:
Related manufacturing reference: 3005334138-2023-00547. During an atrial fibrillation ablation case, while preparing for the transseptal puncture, resistance was noted when inserting the brk needle into the sheath and the needle could not be advanced. The sheath was replaced but the issue was not resolved. The sheath was replaced a second time but the issue still persisted, and it was noted that the needle punctured the long sheath and dilator. The sheath and needle were both replaced and the issue was resolved. The procedure was completed successfully with no adverse consequence to the patient. The stylet was not used and the needle was reshaped.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, h2, h11.

Manufacturer narrative:
One brk transseptal needle/stylet assembly was received for evaluation. The needle had been bent at the distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information received indicates the needle was pre-shaped prior to use. Instructions for use (IFU) states, ¿do not alter this device in any way.¿; the IFU also states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the reported event is consistent with not following the instructions for use.

Event description:
Related manufacturing reference: 3005334138-2024-00005, 3005334138-2023-00547.